Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. No patient symptoms were reported and the patient was in stable condition. The lead would continue to be monitored. No further information was provided.

Event description:
New information received stated that the lead noise was noted again on (b)6) 2019. The patient remained in stable condition. The clinician elected to continue to monitor the lead.